Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling under 30°c.

Event description:
It was reported that arctic sun device was not cooling under 30°c. Per follow up information received via mail on 17oct2024, device was sent in for a bd approved facility for evaluation. Issue was not yet resolved; device is in transit with the carrier. Repair not yet started. Other device available in the hospital was used to complete the therapy. No impact to the patient. Per sample evaluation results received via task on 05nov2024, it was reported that the fill tube was dirty and plugged intro drain valve.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. Fill tube dirty and plugged intro drain valve. Replaced fill tube. Passed functional test, calibration. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Initial reporter phone #:(B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.